Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A surgeon reported, a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported, the pt had a small amount of residual astigmatism. The pt was unhappy with his visual acuity. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 05/28/2010, 06/11/2010, and 06/15/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).